Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer is not following ocd recommended procedure for reagent pack handling. After loading a fresh reagent pack handled according to ocd protocol, acceptable qc results were obtained. User error was the root cause of this event.

Event description:
A customer observed negatively biased valp qc results on the 5.1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.